Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced a problem with the connector. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the external pulse generator (epg) experienced a connector issue. It was found, however, that the battery contacts were contaminated; the battery contacts were cleaned. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.